Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming insulin pump. The blood glucose reading is 268 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to complete download due to multiple a47 alarms noted in the alarm history screen due to corrupted history files. The insulin pump passed displacement test and self tests. No a17 alarm noted during our testing. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).